Event description:
A sprinter legend pta balloon catheter was used to pre-dilate a lesion during the index procedure. However, a dissection occurred which was treated by stenting. The patient was discharged without any complications the following day. The event was not assessed for relatedness with device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).